Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided information and assistance to reset the pump, resolving the malfunction code issue successfully. The customer was advised to continue using the pump and to contact technical support if any malfunction code recurs, which the caller acknowledged and understood.